Event description:
Following a diagnostic procedure, a physician attempted to insert an angio-seal device. Good tactile confirmation of deployment was obtained, although visual confirmation was poor. The physician decided to further deploy the device nonetheless, and the entire device was withdrawn from the pt. Manual pressure was held for a duration of 15 minutes with hemostasis successfully achieved. However, a heparin bolus had been given to the pt during the procedure, and protamine sulfate was therefore administered in order to reverse the effects. A co rep reported that the venous sheath was still in place at the time of the attempted deployment, which is not in accordance with the device instructions for use. As of 4/13/98 there has been no further report of complication or pt sequelae made to the MFR.